Event description:
Unomedical reference number (B)(4). Event occurred in egypt , on 27-may-2024, it was reported that one infusion bent cannula was occurred and patient admitted to hospital because of diabetic ketoacidosis, high blood glucose or diabetic coma and the current blood glucose level was 400 mg/dl. The length of hospitalization occurs on (B)(6) 2024 and the issue is ER visit. The patient when admitted to hospital the blood glucose level at that time is 400 mg/dl. The patient also tests with ketone and found positive results. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.